Event description:
During the implant procedure, insertion difficulty and withdrawal failure was observed due to lead damage. The issue was resolved by explanting and replacing the lead. The patient was stable and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the connector region to be severely damaged consistent with damage occurring at time of procedure. Electrical testing revealed shorting between the inner coil and outer coil conductor paths due to the damage noted to the connector region. The damage may have contributed to the reported insertion difficulty and inability to remove.